Event description:
A report was received that the patient experienced a wet tap during the physician ordered several tests and studies. It was believed that the patient was given blood patch to resolve the wet tap and was recovered well. The patient underwent a pocket revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.